Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue, that the pump was stuck in the deactivated mode, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation, of the pump was stuck in the deactivated mode, a cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter revised due to as the device was shown to just be slightly stuck in the deactivated mode which required putting the patient to sleep to activate. No patient complications were reported in relation to this event. The patient is expected to fully recover.